Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the customer put in the small clip applier and got it into position to fire the clip. When the surgeon engaged the clip, the instrument arm jerked out of position at the tip and the clip didn't engage. The instrument wouldn't straighten. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that this event occurred during a cardiac procedure on (B)(6) 2022. The instrument was inspected prior to use and there were no reported abnormalities. There were no reported drape issues. No medical intervention was reported to remove the instrument and there was no report of the instrument being stuck on tissue. The instrument was able to be removed and the procedure continued after they opened a new backup small clip applier instrument. The procedure was completed robotically with the backup instrument. No fragments fell into patient and no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations found that this instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The root cause of this failure is attributed to the user. The instrument passed the clip test. There was an additional observation not reported by site that is related to the primary failure: the instrument was found to have multiple input disks broken and cracked. There were also hairline cracks found on the grip input shaft. Input disk #7 was found broken into pieces inside of the housing. This failure caused the intuitive motion failure of the instrument. The root cause of broken instrument input disks is typically attributed to the mishandling. The instrument logs for the 8mm small clip applier (part# 470401-07 / lot# k10220208-0175) associated with this event was last used on (B)(6) 2022 on system (B)(4). There were 24 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.